Event description:
It was reported to philips that the device's screen turned black and was unresponsive during the op check. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.